Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episode. Upon review, the presenting electrogram (egm) showed that the patient was in a true ventricular rhythm. The ICD delivered three bursts of anti-tachycardia pacing (atp) which did not slow the rhythm, then delivered an appropriate shock which was successful in breaking the slow vt. However, the shock appeared to have sent the patient into atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. The ICD delivered an inappropriate shock which successfully converted the arrhythmia. Ts discussed programming optimization options with the hcp. No additional adverse patient effects were reported.